Event description:
It was reported that the patient's ipg was replaced due to issues keeping the ipg charged.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg had reached possible premature end of life. As a result, the patient's ipg was explanted and replaced. Therapy was restored post-operatively.